Manufacturer narrative:
The customer was sent a replacement power adapter. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer service on (B)(6) 2016, that the adapter to her pump in style advanced on the go tote breastpump was dropped and fell apart. Wires are exposed.